Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) impedance and fracture was suspected. The lead failure predictor alerted. The lead was capped and replaced. No patient complications have been reported as a result of this event.